Event description:
It was reported to philips that the system shutdown unexpectedly. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned coronary non-emergency treatment was continued when the issue happened. The procedure got delayed and later completed by restarting the system. The philips field service engineer (fse) visited onsite and confirmed the system shut down unexpectedly. After reviewing log file, fse found normal shutdown warnings. Upon troubleshooting fse measured incoming power. To resolve the issue, fse modified the reset switches. After that customer ordered the m cabinet power distribution unit (mpdu) and replaced it by their own. After replaced the power distribution unit, the system returned to good working condition. The codes were updated based on the investigation outcome.